Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent transforaminal lumbar interbody fusion due to degenerative disc disease. Intra-op, the implant was not able to load straight onto the inserter. Also, the implant could not be loaded securely onto inserter, it remained loose regardless of tightening. The product came in contact with the patient. There were no patient complications as a result of this event.